Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: taxus liberte ous mr 3.50 x 38mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent identified proximal stent damage. Stent strut row 1 was pulled in a distal direction. The remainder of the stent was undamaged. The outer diameter (od) of the crimped stent was measured and was within specification. The balloon cones were reviewed and no issues were noted. The balloon had not been subjected to any significant positive pressure. A visual and tactile examination of the device identified multiple hypotube kinks. An examination of the shaft polymer extrusion found no issues. There was no sign of damage or strain to the bi-component bond. There were no issues inserting and removing a 0.014¿ guidewire. The tip was visually examined and slight damage was noted. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 23-may-2017. It was reported that catheter tracking difficulties over the guide wire were encountered. Vascular access was obtained via the right femoral artery. The 70-80% stenosed, 3.5x34mm, concentric, de novo target lesion with a bend of between 45 and 90 degrees was located in the moderately tortuous and mildly calcified right coronary artery (rca). After a 7f non-bsc guide catheter was advanced coaxially, a non-bsc guide wire was advanced and pre-dilatation was performed with a 2.5x12mm non-bsc balloon catheter resulting to 40% residual stenosis. A 38 x 3.50mm taxus¿ liberté¿ long drug-eluting stent was then advanced but was unable to track over the wire. The device was removed and the procedure was completed with another of the same device followed by post-dilatation with a 3.5x8mm non-bsc balloon catheter. Final outcome was angiographically better. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed proximal stent damage.